Event description:
On 11/22/2025, fujifilm healthcare americas corporation was informed of an event involving the smns membrane control console (7759876). It was reported that the device had an err0001, not booting up. Fujifilm service went onsite and the system started making exposures on its own and started displaying err0001. Upon arrival, err0001 was displayed on bootup and the system did not fully boot up. The service engineer was unable to get into generator service mode. Incoming line voltage was proper at 480v. Both 24v power supplies were tested and were working as they should. The d800 board had a red led configuration error displayed. Per the customer, there was a trauma room filled with patients and technicians when the machine started exposing on its own. It is unclear when the machine started exposing on its own and how many people were exposed. All patients who needed to have imaging completed were able to complete their imaging on the same machine. The issue was resolved after replacing the d800 board and calibrating the system. After replacement and calibration, the system is now working properly. Due to an unknown amount of exposure to patients and technicians caused by accidental exposure, fujifilm healthcare americas corporation is reporting this even. Ref: fujifilm healthcare americas corporation complaint # (B)(4).